Event description:
On (B)(4) 2013, the physician reported that the patient's device was showing an output current of 0ma on both the normal and magnet mode diagnostics. It was stated that the patient was last seen on (B)(6) 2013 and a faulted system diagnostic test had been performed that day. The physician was reminded to perform a final interrogation before the end of every visit to confirm the patient's settings prior to the patient leaving the office. The patient's settings were corrected on (B)(6) 2013 and no change of therapy was made. No other information was provided.

Manufacturer narrative:
.